Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had purulent drainage from their driveline exit site. Keflex (cephaflexin) was started on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that on (B)(6) 2022 the driveline culture was positive for corynebacterium. The patient was admitted to the hospital and started on vancomycin and ceftriaxone. The patient had copious drainage from the driveline and was started on bactrim(sulfamethoxazole-trimethoprim) and amoxicillin. The patient was discharged home on (B)(6) 2022 with suppressive bactrim/amoxicillin.